Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04214, should not have been reported as a medical device report (MDR) as there is no indication that the issue was due to a device that was manufactured by abbott cardiovascular & neuromodulation.

Event description:
Issue reported was found to be with competitors leads and not the abbott device.